Manufacturer narrative:
The device was returned to the manufacturer for evaluation and it was identified that the handpiece had a faulty transducer. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. There was no service history for the device under evaluation. The reported failure was confirmed. Device identifier: (01)10381780039433. Product identifier: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse manager reported that a c2602 cusa excel 36khz straight handpiece had a failed tip test. Additional information was received on (B)(6) 2019 indicating that the event happened on (B)(6) 2019 during a brain tumor removal procedure. There was no delay in surgery as the surgeon proceeded with the other (unspecified) alternative surgical method.